Manufacturer narrative:
We are in process of getting similar devices returned (actual device discarded) for evaluation. The investigation is ongoing. Once we have additional relevant information it will be wubmitted in a supplemental report.

Event description:
Complainant alleges "on item, provider pressed green button and item was heating up and glowed up. When provider went to use it on patient, the tip bent and fell off. Provider and patient were both unharmed."

Manufacturer narrative:
The actual device was not returned for evaluation. However, based on information from reporter, the complaint was able to be confirmed. The user was using the device to drain a subungual hematoma, which is not an approved use of the product. The root cause is determined to be off label use of the device. If any additional relevant information is identified, it will be submitted in a supplemental report.